Event description:
It was reported that bd texium leaked. The following information was provided by the initial reporter: ¿patient planned to receive doxorubicin in 3 separate syringes for total 117 mg = 58.5 ml. Upon administration of last syringe, rn noticed syringe started leaking at texium site. Per rn report, 15 ml of doxorubicin remained in the syringe when leakage occurred and infusion stopped. Pharmacy compounded and dispensed a new doxorubicin syringe containing 30 mg = 15 ml to replace the missing dose.¿

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.